Event description:
Information was received from a patient who was receiving bupivacaine (asked unk mg/ml at asked unk mg/day), prialt (ziconitide, snx-111) (asked unk mcg/ml at asked unk mcg/day), and unknown morphine drug (asked unk mg/ml at asked unk mg/day) via an implantable pump for unknown indications for use. It was reported that patient stated starting a week before christmas she had her pump filled. During the holiday (B)(6) 2022 she felt her pump made erratic sounds from 3:25-3:30 am. The alarm she was hearing waked her up as well as her neighbor a floor above. Patient stated she believed it was her pump alarming but the pump logs and pump has been read and showed no issues. Every other night patient was hearing different beeping sounds that changed. . Patient was upset, felt that local field team didn't know what was the cause or how to address the problem. Patient met with company representative (rep) on (B)(6) 2022 after a previous rep did not show up on 03-jan to interrogate the pump. Patient was to provider. Patient stated prior to the pump she tried dilaudid by mouth but was allergic. Patient stated the first drug put in the pump was prialt but she only tried it for a month and it did not help with pain. In (B)(6) 2022 she had morphine put in the pump which caused her to have an allergic reaction including vomiting, weakness, hair thinning, lost 50 lbs and was causing her to pass out multiple times as stated by her doctor in (B)(6) 2022 when she went for a pump revision due to the pump "flipping around .patient felt her doctor did not know the symptoms of an allergy. The patient stated that from there, she had her pump turned off and she went through terrible withdrawals for 9 days. The doctor office did not check in on her during this time or offer help. It was not until (B)(6) 2022 that the patient reported having bupivicaine put into her pump and she feels that also was not helping with the pain so the pump will be removed on monday 09-jan-23.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con) confirmed the pump had been removed, and the patient had notified their healthcare provider the pump should be returned for analysis.